Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was not confirmed. A complete lead was returned with bent stylet inside. The lead did appear damaged, however after the bent stylet was removed, the lead appeared normal. A new stylet was able to insert from terminal to lead distal tip without any issue.

Event description:
It was reported that this right ventricular (rv) lead was an attempted lead implant due to lead body damage. The stylet was suck in the lead. The rv lead was never in service. No adverse patient effects were reported.